Manufacturer narrative:
The insulin pump had no cracks on the display window. The insulin pump was received with minor scratches on the display window. The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had two little cracks on the corner of the screen. Customer does not know blood glucose level. Customer was unaware how the damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.